Event description:
During angioplasty, the nc balloon ruptured and a fragment of the balloon was lodged within the vessel. Patient remained stable, attempted aspiration with no success, successful stented of fragmented balloon within vessel. FDA safety report ID # (B)(4).